Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Customer also stated they have lost their transmitter. The customer stated their hospitalization was caused by an illness. The customer reported being hospitalized in the beginning of (B)(6). Customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer declined to provide further information about their hospitalization as it was caused by their illness.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.